Manufacturer narrative:
The navigation system used alongside the suctions was tested. Testing found that the navigation system functioned as designed and the suctions could be used without replication of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to verify two straight suctions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. While troubleshooting the reported issue, the suctions could verify without issue.